Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06504. It was reported that the patient experienced st elevation and a drop in mean arterial pressure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman ® laa closure device & delivery system (wds) was planned to be used. Before the closure device was deployed the patient experienced st elevation and a drop in mean arterial pressure. They were unable to determine the potential cause and there was no air noted in the delivery system. Brief chest compression were performed and the patient recovered quickly. This 27mm watchman ® laa closure device was implanted and the patient is currently doing very well.